Event description:
The patient reported they ran out one time, heard the pump beep but ¿they did not hear it¿; their dog heard it, and their dog kept turning towards their stomach and they finally heard it. The patient started feeling lousy and figured out what it was. They reportedly had withdrawals. They went to their healthcare provider (hcp) the next day. The hcp did not think it would run out that fast so they have the patient come in sooner now. This occurred a little over a year prior to the report. It was unknown what the pump contained at this time.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).